Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was cracked. A visual inspection was performed and showed the scope to have heavy distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during arthroscopy knee debridement the arthroscope cracked. They used arthroscopic ablator. There was no direct contact with the arthroscope yet it cracked. The procedure was completed with the same device, no delay or patient injuries were reported. The device broke inside the patient, no pieces were left in the patient.